Manufacturer narrative:
This product will not be returned to boston scientific; therefore, technical analysis cannot be conducted.

Event description:
It was reported that the battery of this device was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The device was kept by the patient after explant; therefore, it is not expected to be returned for analysis.